Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: on investigation, the black box showed an unexplained power on reset event on (B)(6) 2016 at 17:11; deliveries never resumed. The pump was manually suspended on (B)(6) 2016 13:05 & manually resumed at 14:06. The black box data showed unexplained loss of prime on (B)(6) 2016 10:41; deliveries resumed at 10:50. An unexplained loss of prime recorded on (B)(6) 2016 10:02; deliveries resumed at 10:14. The pump was manually suspended on (B)(6) 2016 19:35, then manually resumed at 20:06. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. At the conclusion of the investigation, the pump was found to be delivering within required range and delivering accurately. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 55 mg/dl with severe dizziness associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump.